Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 12 years old from date of manufacture. The device was replaced and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.